Event description:
It was reported that a brown liquid leaked from the bottom of the battery hole of the unit. It was further reported that the surgeon noticed the problem as the procedure was ending. He did not use a spare and completed the procedure with the unit. It was noticed that the brown liquid smelled burnt and the battery was hot.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.